Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported a sudden great pain and noted it was a "12 on a scale of 10". The change was sudden and had gradually gotten worse. The change in therapy was noted as a daily loss of stimulation. This stimulation change was noted to be related to positional movement. The patient checked his device with the patient programmer (pp) and it showed that stimulation was on. The patient typically shut stimulation off when he got home because he knew he would be lying down. The patient usually turned stimulation on in the morning and then turned it off at 2 or 3 in the afternoon. Five days prior to this report, (B)(6)2015, the patient did not turn stimulation off when he went home because he was tired and did not wake up until 7:30pm that night and was concerned that leaving stimulation on that long might have affected "something". The were no trauma or falls related to the issue. The location of the pain was noted to start in the spine. The indications for use were post lumbar laminectomy syndrome and spinal pain.